Event description:
It was reported the pt has been experiencing uncomfortable pain around her scs ipg site. The pt stated the ipg site is painful whenever anything presses on the ipg. The pt spoke with her physician but she is unsure if she wants her ipg explanted because she does receives relief from her system. The patient is pending another consult with her physician to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.